Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was approximately 3ml and was not contained. There were no error messages associated with this event. The customer was wearing personal protective equipment of gloves, goggles, and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a fluid leak from the probe in manual mode. He found the wash cup not going to end of the probe and lubricated the slide bearing to allow complete movement of wash cup to end of the probe (rinse block). The possible cause of this failure is a backwash arm cylinder malfunction. System performance was verified. Identification of failure mode: failure mode is related to probe wash cup not being able to move properly. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to impact results for all parameters in manual mode due to sample carryover from improper backwash of the probe. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).